Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, the stent deployed prematurely. The lesion location was no specified. During introduction of the 10x42x75 7f unistep plus, the stent prematurely deployed inside of the guide catheter, prior to entering the body. The procedure was completed with another of the same device. Pt status is listed as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.